Manufacturer narrative:
PMA/510k: this product is not marketed in the u.s. Work order search- no similar complaints reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo13.2 of -9.50 diopter implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged with longer length lens due to low vault. See MFR. Rep#2023826-2022-01248 for replacement lens. Cause is reported as unknown.

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found optic split and haptic broken. Unable to perform dimensional inspection due to significant lens damage. Claim# (B)(4).